Manufacturer narrative:
Findings: pump received with broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, missing display window glass, and cracked and bleeding lcd glass noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was 4mmol/l. The customer's mother reported the customer fell and landed on the pump which shattered the display screen of the pump and it is not working anymore. The customer was advised that pump would be replaced.